Event description:
During removal of the rotablator burr, the tip of the rotawire sheared off in the artery. The sheared portion of the wire was captured via snare and removed. There were no patient complications.